Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer had reported that it had not worked during an unspecified procedure involving an olympus camera head. There had been no patient harm.